Event description:
Device was used during a laparoscopic cholecystectomy. The clips were falling out of the jaws of the er320. A new er320 was opened to complete the case. There was no consequence to the pt.